Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator device was not detected on bus. A field service engineer (fse) found the refrigerator was not communicating with the station, reconnected the pyxis bus network cable, performed a proper power cycle of both the refrigerator and es station, and confirmed all functions tested successfully in hardware test application. The system functioned as intended after the field service engineer repaired the device.